Event description:
The patient was in for a defibrillator lead replacement and testing due to suspected lead failure to sense and capture with low impedance. During the procedure, the right ventricular lead was disconnected from the pulse generator and checked using a pacing system analyzer. This confirmed a low lead impedance of 370 ohms with sensing now at 8 millivolts but lack of capture at 3 volts at 0.5 msec. Ultimately, the right ventricular lead was removed and the decision was made not to attempt reuse of this because of uncertainty as to the etiology of the low impedance. The defibrillator generator and right ventricular lead were implanted in 02/2005.